Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
"Disconnection of tubing". Follow up findings: leakage at or near the tubing connector.